Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step guidance to perform pump reset, confirmed that error message did not recur, and successfully started new sensor session, with no additional information received regarding any further outcomes.